Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic incisional hernia procedure. The reloadable tacking device was being used to tack the mesh. For the first handle, it was working perfectly for the first twenty or so tacks. Then the tack did not deploy completely. The device was pulled out and tried putting a new reload on. The new reload would not load onto the device. Tried cycling the device but it still would not load. For the second handle, it worked perfectly for three firings. Then the tack did not deploy completely. The tack was stuck in the mesh. The surgeon tried to pull it off and the entire reload disengaged. The reload fell off into the cavity of the patient. Graspers were used to pull it out through the trocar. In order to resolve the issue and complete the case, used another manufacture's device to finish the case. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Unit one had disrupted timing and was received with a reload with disrupted timing and a protruding tack. The handle was able to cycle, articulate and de-articulate without difficulties. Damage was observed to the spur gear. Replication of the damage to unit one could be due to excessive manipulation being applied during firing. When trying to squeeze the trigger while the helix is jam. This causes the trigger to get stuck, and the trigger and its mating gear were damaged due to the excessive force that was applied to the trigger. Unit two had proper timing and was received with a reload with disrupted timing and a protruding tack. Scratches were noted to the inner tube of the reload. The handle was able to cycle, articulate and de-articulate without difficulties. Damage was observed to the spur gear. Replication of the damage to unit one could be due to improper loading of the reload. When trying to squeeze the trigger while the helix is jam. This causes the trigger to get stuck, and the trigger and its mating gear were damaged due to the excessive force that was applied to the trigger. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.